Manufacturer narrative:
Follow-up #1: date of submission 12/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/02/2016 with the following findings: a review of the black box showed a call service 064 alarm due to a high force occlusion during prime operation. Rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no call service 064 alarm was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient had blood glucose reading greater than 250 mg/dl but less than 500 mg/dl with moderate ketones and no symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event. At the same time, the patient reported a call service 064 alarm during the prime step. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.